Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure coil extends into the endometrial cavity at the fundus and embeds within the myometrium.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endocervical squamous metaplasia, ovarian cyst and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomies and left oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: updated imdrf code annex a. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure coil extends into the endometrial cavity at the fundus and embeds within the myometrium.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endocervical squamous metaplasia, ovarian cyst and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomies and left oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the left essure coil extends into the endometrial cavity at the fundus and embeds within the myometrium.") In an adult female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of pelvic pain, ovarian cyst and endocervical squamous metaplasia. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomies and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: pif received. Reporter information, product insertion date added. Essure model updated from ess305 to ess205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.